Manufacturer narrative:
The device is not available for evaluation as it remains in the patient at this time. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient will undergo a revision surgery to replace the tibia and the talus for reasons that were not reported.